Event description:
The pt was enrolled in the program in 2004. Target lesion 1 was identified in the ramus with 90% stenosis and a 3.5 mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of a 3.5 x 12 mm taxus stent. Residual stenosis was 0% following post-dilatation. The pt was discharged the following day on asa and plavix. The pt was readmitted about 5 months later with angina relieved by nitroglycerin. Cardiac catheterization revealed. Lmca -20% ostial tapering, lad-10% proximal and mid stenosis, patent stent, lcx -70% proximal stenosis of the 1st ob marg, patent stent in the ramus, rca -30% proximal and mid stenosis, lvef =70%. The 1st ob marg was treated with predilatation and placement of a 2.75 x 16 mm taxus stent. Residual stenosis was 0%. The pt was discharged the next day on plavix and asa. Causality: in the opinion of the physician, the event was not related to the taxus stent.

Event description:
Clinical study. It was reported that 6 months after a coronary drug eluting stenting treatment procedure, a target vessel reintervention was performed on the ramus artery.